Manufacturer narrative:
There is no indication of any system or component failure. Development of infection symptoms did not occur until several months after the initial implant, thus indicating that the nalu device is not likely the source of the infection. Poor wound healing and development of infection are known inherent risks of surgical procedures.

Event description:
On (B)(6) 2023 the patient was implanted with a nalu peripheral nerve stimulator system. On (B)(6) 2024 the patient reported to a local nalu representative that there was pain and scabbing at the incision site and that they would be visiting a local urgent care the following day due to physician office being closed. At the urgent care facility on (B)(6) 2024 the patient was administered oral antibiotics as a precaution and advised to follow-up with regular physician. Patient was seen by the implanting physician on (B)(6) 2024 and advised to remove the nalu system due to infection and poor wound healing. A full system explant was performed on (B)(6) 2024. Lab cultures taken during explant confirmed presence of infection, type and source are unknown to the firm.